Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and right ventricular leadless pacemakers (lp) were in backup mode. The lps were successfully restored. The patient was in stable condition.